Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.

Event description:
It was reported that during an open total gastrectomy, the staples at the proximal end of the cartridge were unformed at the 2nd firing. Oozing occurred. No blood transfusion was required. Ligation was performed to stop bleeding. The device was used for the anastomosis between the esophagus and the jejunum. The surgeon commented that the target tissue was slightly thick. The cartridge color was blue. Another device was used to complete the case. No device will be returning. No further information is available.